Manufacturer narrative:
Review of the submitted log files confirmed multiple low flow and pi events; however, a specific cause could not conclusively be determined through this evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient admitted to the hospital on (B)(6) 2018 for low flow alarms. The manufacturer¿s technical services representative reviewed the submitted log file and observed low flow events probably associated with hypovolemia. Additional information on (B)(6) 2018 indicated the patient received 1 unit of packed red blood cells for low hemoglobin of 7.9 g/dl. The site of bleeding was reported as unknown. At the time of event the patient was on warfarin. Additional information requested but was not provided.